Event description:
Boston scientific received information that atrial oversensing was observed on this lead. No adverse patient effects reported, however it was not known at the time if the patient was symptomatic. A request for additional information with resolution has been sent to the local field representative. This report will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.